Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, the patient demographics were not provided. Customer did not send in device for investigation.

Event description:
It was reported that a pump caught on fire. Although requested, no further information was provided. No patient involvement was reported.

Event description:
It was reported that a pump caught on fire. Although requested, no further information was provided. No patient involvement was reported.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿a pump caught on fire¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that a pump caught on fire was not determined because no product was returned. The reported issue that a pump caught on fire could not be confirmed; no product was returned. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes.